Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately high. The customer care advocate (cca) contacted the patient on june 17 with follow up questions from the medical surveillance specialist; however the patient was unable/unwilling to answer further questions. The patient alleged that the product issue began on the afternoon of (B)(6). The patient called lifescan from the waiting room of a hospital. The patient reported obtaining blood glucose readings of 599 and 499mg/dl on the subject meter and alleged that these readings were inaccurately high compared to their feelings and/or normal readings. The patient also reported that they obtained a blood glucose reading "100mg/dl lower" on a hospital meter; however, they were unable to provide the exact reading obtained. It is unknown how the patient manages their diabetes. The patient did not report any symptoms. It is unknown what treatment the patient may have received at the hospital as the patient was unable/unwilling to answer further questions. It is unknown if the subject meter contributed to the patient&#38112;hospital treatment. The cca was unable to fully troubleshoot the issue. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury requiring hcp treatment while using the subject meter.